Manufacturer narrative:
(B)(4)

Event description:
This is the first of two reports on two separate products involving the same patient. Refer to medwatch 8020392-2012-00002 for a description of the second report. On (B)(6) 2012, it was reported by an optician that a patient experienced a corneal ulcer in her right eye associated with contact lens wear and contact lens solution. According to the patient she went to an ophthalmologist who diagnosed a corneal ulcer in her right eye. The patient's treatment is unknown. Additionally it was reported that the patient already felt better at that time. On (B)(6) 2012, additional information from the treating ophthalmologist was received. The eye care professional indicated that the patient had been diagnosed with a central abscess / central corneal ulcer (1.0 mm to 1.5 mm in size) in her right eye, associated with severe pain, anterior uveitis, and a hypopyon. It was reported that the patient was hospitalized and treated with fortified ophthalmic eye drops and intravenous antibiotics. The patient's visual acuity for the right eye was reported to be 12/10 prior to the event and 07/10 after the event. According to the ophthalmologist's report, the patient prognosis is 'stable' with a remaining scar to be expected. No further relevant information has been received to date.